Event description:
Pt came into the office for a routine f/u and an error message stating "abnormal current drain" was reported. The device could not be interrogated for further measurements. A ram dump was attempted twice, but was unsuccessful. Also, both a cu reset and a factory setting reset were attempted and both were unsuccessful. The device was recommended for explant. On 09/03/09, this device was returned without oos documentation from medtronic, inc and was replaced with a medtronic adapta dr, (B) (4). Per the following physician's office, at the annual pacemaker checkup this device was not functioning. The pt underwent an emergency replacement.